Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and a leak through a closed twist clamp caused by broken occluder legs was observed in sample three. The twist clamp fully engaged in locked position with no issues observed. Torque engagement testing was performed on samples one and two, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. Torque engagement testing was not performed on sample three due to broken occluder legs. The reported twist clamp would not close was not verified. The cause of the broken occler legs could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) minicap transfer sets would not close. This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.